Event description:
The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(6) 2013, in order to obtain additional information regarding the home patient's (hp) report of using antibiotics in her solution bags. The pdrn stated that the hp had been diagnosed with peritonitis on (B)(6) 2013. The cause of the peritonitis was unknown. The hp was not hospitalized for the event, but does reside in a nursing home. The home patient was treated with fortaz 1g intraperitoneally (ip) once daily x 3 weeks. The hp is recovering from this peritonitis event. No additional details are available.

Manufacturer narrative:
(B)(4). An internal investigation is currently under way, however has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, and no deviations were noted from standard procedure in the batch review of potential lots. The complaint investigation did not describe any types of use errors that might have caused potential contamination. No device malfunction or use error was identified. If additional information becomes available, a follow up report will be submitted.